Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02205. It was reported that the burr and rotawire broke and remained inside the patient's body. The 99% sensed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). A 1.25mm rotalink¿ plus and a 325cm rotawire floppy were selected for use. During procedure, after ablation was performed 7 to 8 times at 170,000 - 190,000 rpm, it was noted on the cine cardio-angiography that less than 1cm of the base of the burr and the rotawire got detached. The burr and rotawire were tried to be retrieved using a snare but was not successful. The procedure was completed by performing apposition in the blood vessel wall using drug coated balloon (dcb). No further complications were reported and the patient's condition was good.